Event description:
Customer reported via phone call that that the blood glucose reading is unknown. Customer states that the insulin pump was rusted and corroded.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Pump seats during the displacement test due to faulty. No moisture damage or rusted/corroded/stiff found inside the pump. The insulin pump received with cracked case at display window corner, minor scratched display window.